Event description:
The biomedical engineer reported the ventilator is giving a watchdog test error and alarming continuously. The ventilator was being set up for patient use. There was no patient or user harm. The biomedical engineer advised the ventilator is a rental unit and it was sent back to the rental company (customer). The customer advised the ventilator was received without any reported error. The ventilator was inspected and released for use. Upon additional conversation with the customer, the error log did confirm the watchdog test error. The ventilator was inspected and passed inspection upon return from the biomedical engineer, so the ventilator was released for use.